Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported that her sensor failed and that she woke up in the hospital. The patient was also wearing an omnipod insulin pump. She stated that it was suspected she fainted prior to being admitted. The patient also reported that she ¿may have experienced dka¿. However, the patient expressed discomfort and became upset when discussing the event and declined to provide any further details, including when the patient became aware of the sensor failure, details leading up to the patient¿s loc, treatment details, or length of hospitalization. No other patient or event details were available. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.